Event description:
It was reported that this pacemaker exhibited a suspected atrial pacing oversensing on the right ventricular (rv) channel and possible noisy signals. Additionally, the physician suspects that the device delivered inappropriate pacing on the t wave, inducing the patient into an arrhythmia. Technical services (ts) discussed that there was an episode of ventricular tachycardia (vt), nonetheless, a premature ventricular contraction (pvc) was previous the vt. Ts recommended options for trouble shooting the oversensing, adjusting the blanking zone, testing for noisy, sensor optimization and testing leads for any out of range values. This pacemaker system remains in service. No adverse patient effects were reported.